Event description:
There was an allegation of 29 questionable accu-chek ® inform ii test strips glucose results from 3 inform ii meters; only the data for 14 patients provided were a reportable malfunction. The reported results are for neonatal patients. See the attachment "results - (B)(6)" for the results. The repeat results are from a siemens blood gas analyzer.

Manufacturer narrative:
Continuation of information for section d device identification d4 expiration date: expiration date for the accu-chek ® inform ii test strips lot 671185 is 30-sep-2025. Expiration date for the accu-chek ® inform ii test strips lot 671286 is 30-nov-2025. The inform ii meter serial numbers are (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The strips were requested for investigation; however the customer stated they would not be able to be returned. Without the product, it was not possible to complete the investigation to exclude the product as the root cause.